Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 500:320:654:0000, which occurred in the patient recovery unit. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2010. Evaluation summary: the condition of a colleague infusion pump with failure code 500:320:654:0000 was confirmed in the pump's event history. This device was evaluated by baxter personnel who found this condition was caused by user error. This condition could not be duplicated during product evaluation; therefore, no repairs were necessary for this condition. Should additional information become available, a follow-up medwatch will be submitted.